Event description:
While physician was inserting the introducer needle for a multilumen catheter, the needle dislodged from the hub, allowing the needle to float away into her vena cava. Required surgery to remove needle.